Event description:
"Pt was getting out of his truck, pyramid twisted off rheo knee, pt fell down and hit his head on his bumper." Stated injury "pt has a fractured wrist (two places), hurt his lower back and hit his head." Pt sought treatment in 06. Diagnosis of distal radius fracture, back strain.

Manufacturer narrative:
Conclusion: an attempt will be made to identify or possibly acquire the adapter used at the proximal attachment point of the knee. This will allow a more accurate eval. If we are successful, a f/u report will be sent.